Event description:
An attorney sent a letter of representation stating that a sunbeam heating pad caused an incident with this client.

Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
An attorney is claiming that his client fell asleep while using a heating pad and was burned on the buttocks.